Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5147527.

Event description:
Voluntary medwatch received states that patient's lead exhibited high capture threshold and high, out of range pacing impedance. The patient status was unknown.